Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, cellulitis, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, cellulitis, and infection.

Event description:
Patient reported "capsular contracture, baker grade unknown," "cellulitis," "inflamed, swelling, and infection," "extreme fatigue," "turned black," and "textured" against right device. The device remains implanted.